Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Update: (B)(4) 2014 - medical records received. Dor provided. Patient was revised to address cloudy discolored fluid, metallosis staining, synovitis with synovial hypertrophy, osteolysis and corrosion of the trunnion portion of the stem. Stem remained in situ. Stem and sleeve added to complaint. Der was received on (B)(4) 2013 and was reported on (B)(4) which has been rejected as a duplicate. Product and lot provided for cup, head and sleeve. Der states patient was revised due to acetabular cup loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.